Manufacturer narrative:
The manufacturing lot records were reviewed and found to be complete and has met all finished good specifications. Upon inspection the outer packaging materials were in good condition with no signs of the sterile barrier being breached. The sealed pouch was then opened and the blue csr wrap removed from the drain. Upon a full review of the physical drain no damage was noted. A packaging ship test was conducted to ensure the integrity of the product in its current packaging configuration. The results of this testing showed that the device met all requirements of iso 11607-1 (part 1) for package performance. Summary/conclusion - based on the results of the investigation this drain was not damaged.

Event description:
N/a.

Manufacturer narrative:
A follow up report will be submitted upon the completion of the investigation into this event.

Event description:
Report received stated that damage was noticed on the outer carton of drain in stock. Drain was removed and replaced with new stock.